Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the initially reported bilateral capsular contracture were baker grade iii. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that an asian female patient who underwent a primary breast augmentation with two 320cc smooth mentor memorygel breast implants has experienced bilateral capsular contracture, baker grade unknown, postoperatively. As a result, the patient underwent explantation and replacement with 255cc textured mentor memorygel breast implant, catalog # 3542557mc, left serial # (B)(4) and right serial # (B)(4) on (B)(6) 2016. This medwatch report is for the right-sided implant.